Event description:
Caller reported they experienced a seizure after a reading on the freestyle meter that was over 100. Patient ingested glucose pills and a sweetened beverage until they felt better. Readings continued to be inconsistent with how patient felt. The customer indicated patient has a history of severe hypoglycemia. Customer self medicated and did not seek outside assistance. Testing was performed on fingers and alternate sites for comparison. Both sites yielded readings that were higher than the customer felt. Customer controls diabetes with diet and exercise.